Event description:
It was reported that a patient had a vaginal delivery on (B)(6) 2013 and suture was used to repair the perineum. During the procedure the needle broke off into the patient. The surgeon was unable to locate the needle fragment. The perineal tear was repaired. Metal detector was use to locate the needle. The patient underwent surgery under general anesthesia. The needle fragment was located and removed.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.